Event description:
It was reported that a malfunction alarm with code malf 9 occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating the level was within a safe range. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, and the customer acknowledged and understood these instructions.